Event description:
It was reported that prior to the implant attempt of the lead, the helix would not advance. The physician attempted to implant the lead under radiography and observed again that the helix would not advance. The attempted lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically cut but not breached, and the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).